Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6926357, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15th, 2020 additional information received indicates that the device explanted on on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june, 25th 2020, additional information indicates that the patient underwent bilateral removal and replacements with mentor smooth,round high profile silicone gel implants, the left side is 500cc, and the right side is 475cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel, 500cc silicone breast implant, cat#:3505004bc sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel, 475cc on the right and 500cc on the left side silicone breast implants which the right side ruptured after implantation. Rupture confirmed via mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.